Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lavh, bilateral ovarian cystectomies, abdominoplasty due to chronic pelvic pain, sui, right ovarian serous cystadenoma. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and dyspareunia. It was reported that the patient underwent resection of mid urethral exposed mesh from sling on (B)(6) 2013 due to mesh exposure, pelvic pain and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent resection of mid urethral exposed mesh from mesh sling on (B)(6) 2013.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with a bso. No additional information was provided.